Event description:
A false negative advia centaur cp bnp result was obtained on a pt sample. The customer repeated the testing and the result was elevated. The customer repeated testing on their advia centaur xp platform and the result was elevated. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed calibration for the reagent and sample probes on every position, checked the dispense and aspirate probes and checked the dispense of the acid and base. The cause for the discordant bnp results is unk. The instrument is performing within specs. No further eval of the device is required.